Event description:
Device 2 of 2, reference MFR number: 1627487-2017-03874. Follow-up revealed the patient's inability to walk was due to the severe pain experienced by the patient. It is unknown if the issue is resolved as the manufacturer has been unable to gain additional information after the patient's explant.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-03874. It was reported the patient experienced severe pain and was unable to walk following the implant procedure. As a result, the scs system was explanted on (B)(6) 2017.